Event description:
It was reported that during an intraocular lens (iol) implantation, cartridge tip split open (tip damaged). Iol was implanted successfully, and the patient has fully recovered. Daily activities of the patient were not affected. There was no delay in procedure and no medical or surgical interventions required. No further information available.

Manufacturer narrative:
If device explanted, give date: not applicable as the device remains implanted. Initial reporter telephone number: (B)(6). The device was not retuned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 24, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint cartridge tip was received cracked. The complaint cartridge could also be observed to be bulging in the same region as the cartridge tip was cracked. Conclusion: the complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.